Event description:
It was reported that during an implant procedure, the physician attempted to implant a right ventricular (rv) lead but had difficulty obtaining acceptable numbers. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).